Manufacturer narrative:
The products involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter and test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter read inaccurately. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began around the first or second week of (B)(6) 2013. The patient reported a blood glucose result of "200 mg/dl" with the subject meter. The patient manages her diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to her usual management routine. On (B)(6) 2013, after the start of the alleged issue, the patient claims she felt symptoms of shaky and headache. The patient denied receiving medical treatment. The cca confirmed an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.